Event description:
The following was reported via maude event report ((B)(4)) submitted by patient: it is alleged that on (B)(6) 2010, the pt was implanted with bard mesh for an abdominal hernia repair. "I've experienced chronic pain and complications for the past two years caused by an abdominal hernia repair with mesh. I recently had the surgical mesh, permanent sutures, and excessive scar tissue removed. My hernia was recently repaired using dissolvable sutures. The mesh has caused permanent damage and my stomach will never be the same." On (B)(6) 2012, the pt had the bard mesh explanted and has been relieved of the symptoms experienced while the mesh was implanted in the body.

Manufacturer narrative:
We are unable to contact the initial reporter as no contact info has been provided. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The patient underwent repair of a hernia where a bard flat mesh was implanted. The pt reports pain since the time of implant and had the mesh removed in 2012. It is unclear if the hernia identified during a procedure after the flat mesh was implanted, was considered a recurrence. Recurrence is identified as a known adverse event listed in the IFU. Currently, medical records have not been provided. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. With the currently available info, no conclusion can be drawn.